Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, it was observed that the flush flow was extremely weak. The pump function was checked and the tubing was replaced, but the flow rate dropped sharply once the catheter was connected to the tubing. Flushing was performed at a rate of 30 ml/min. Manual flushing with a syringe was also difficult. There was also a reported deformed spline issue where the splines are rotated vertically and cannot be shaped. There is also an appearance of white spots on the catheter after taking out of new packaging. The catheter was used to complete the procedure. No patient complications occurred.